Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 23.5 diopter intraocular lens was explanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer?: yes. With the returned product a note was received which provided the implant date as (B)(6) 2017. Implanted date: (B)(6) 2017. Device evaluation: the pcb00 device system was not returned. Only the lens was received. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in two pieces; it could be related to the explant procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.